Manufacturer narrative:
On 7/9/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 7/9/2019, it was reported to mentor that the a manufacturing record evaluation (mre) was performed for the finished device number 5698916, and no non-conformances related to the reported complaint were identified. The affected device was catalog number 3501650, saline mentor smooth round moderate profile 325cc, lot 5698916. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7/24/2019, during evaluation of the sample a crease was observed on posterior and extending to anterior view, within crease a shell abrasion was observed on posterior view leak testing revealed a tear within the shell abrasion measuring less that 0.1 cm. No other anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process." Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast implantation procedure of unknown type with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 325cc on (B)(6) 2019.